Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted for an unknown reason. It was noted that there was a fall prior to ipg replacement surgery. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete event information and no further information was received.